Manufacturer narrative:
(B)(4).

Event description:
It was reported that high threshold was observed. The lead was capped and replaced. The patient tolerated the procedure well and will be followed normally.